Manufacturer narrative:
Patient country- united states. Patient city-(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 patient faced infusion set cannual was bent. Site of insertion of cannula was abdomen. Infusion set was in use for one day. Patient is facing issue with quick set infusion set. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.